Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: a sample was received for analysis. The analysis results found that the ahvm12 device was returned without packaging. Upon visual inspection, the sample was observed containing a polymerized vial and the ampule broken. This evidences that the pen device was broken. No functional test was performed due to the condition of the returned device. Due to the damages found on the device the complaint is observed,

Manufacturer narrative:
Product complaint # (B)(4). The following additional information was requested, and noted as no further information available. However, if any further information is provided it will be submitted in a supplemental 3500a form. Lot number: the lot number is unknown. Please describe the surgeons injury? No further information is available. How was the surgeons injury treated? No further information is available. Was the cut treated by first aid application of a bandage or simple cleaning of the site? No further information is available. Was any diagnostic tests performed? No further information is available. Did the doctor receive any shots or stitches? No further information is available. Update to how the surgeons injury is currently ? No further information is available. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and topical skin adhesive was used. The surgeon got injured by a broken piece of the glass ampule which protruded from the applicator during use. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.